Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had failed defibrillation threshold (dft) test twice at implant. A procedure was then done to add a subcutaneous coil, however, during this procedure this rv lead pulled back. Hence, this rv lead was repositioned then a successful dft was noted with the subcutaneous coil. Additional information indicated that the patient is in a long-term use of an antiarrhythmic medication. This rv lead remains in service. No additional adverse patient effects were reported.